Event description:
It was reported that during a hospital visit, this right atrial (ra) lead exhibited impedance issues, high pacing thresholds and atrial undersensing. A revision procedure was performed, this ra lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported.